Event description:
Additional information reported a refill and programming occurred on (B)(6) 2012. The family elected to not have the pump replaced within six months of explant.

Event description:
Additional information indicated that the patient recovered without sequelae. No additional information was reported.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Purulent drainage was noted along the catheter as it came to the pump connection; the device system was removed due to infection. The severity of the event was noted to be "mild". The outcome was noted as "ongoing event". The device system was delivering gablofen.